Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on merlin.net with af episodes exhibiting t wave over-sensing. The root cause of the over-sensing was due to p wave over-sensing which affected the timing of refractory periods as well as threshold starts. Programming changes were discussed. There were no patient symptoms reported. The lead remains implanted.

Event description:
New information notes that programming changes were made on (B)(6) 2019, and the patient was stable.